Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: product analysis of sfr-6-30, lot# b273968 damage location details: the finger marker struts were found aligned within the introducer sheath. The solitaire fr pusher was found to be kinked at ~ 151.4cm from the proximal end. No damages were found with the solitaire fr pusher marker coil. The marker band was found damaged. The stent was found to be still attached to the pusher. The stent's non-working, middle and working length struts were found to be in good condition. Testing/analysis: the solitaire fr stent device was pushed out from within the introducer sheath without issue. The solitaire fr stent device could not be tested with the rebar 18 microcatheter due to its damaged condition. Conclusion: based on the device analysis and reported information, the customer¿s report of ¿resistance during delivery/retrieval¿ and was confirmed. The solitaire fr pusher was returned kinked. The pusher can become damaged if advanced against resistance. Possible cause of ¿resistance during delivery/retrieval¿ is incompatible catheter. Based on the device analysis and reported information, the customer¿s report of ¿kink/damage¿ was confirmed. Possible causes of ¿kink/damage¿ are damages on stent or pusher, damaged catheter and burrs, bumps, kinks, or incompatible catheter. The solitaire fr marker band was returned damaged. In addition, the solitaire fr pusher was returned kinked. The rebar 18 microcatheter has a labeled ID (inner diameter) of 0.021¿. As per the solitaire fr IFU (instructions for use), the solitaire fr stent device is compatible for use with microcatheters with a minimum ID of 0.027¿. Therefore, the rebar 18 microcatheter was found not compatible for use with the solitaire fr stent device. In this event, it is likely the use of an incompatible catheter contributed to the reported resistance. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report regarding solitaire resistance and damage to tip and rebar catheter crushed. The patient was undergoing surgery for treatment for an ischemic stroke in the middle cerebral artery. The accessed vessel was none with a vessel diameter of 5 mm. The patient's mrs baseline score was 5. The mrs during the procedure was 3. The patient's nihss score baseline was 22 and post procedure the nihss score was 13. The patient's baseline tici score was level 4 and post procedure the tici score was level 3. Intravenous tissue plasminogen activator was not contraindicated. There were 2 passes with the device. It was noted the patient's vessel tortuosity was normal. The stroke onset to reperfusion time was two hours. It was reported that synchro2 guide wire and rebar18 catheter were used. When filled with sfr-6-30, the stent reached the lesion within the microcatheter. Pushed repeatedly, the stent could not be pushed out in the microcatheter. Then withdrew from the body together with the microcatheter. It was found that the tip of the microcatheter was damaged, and repeated pushing caused the stent to break. The same model product was replaced, and the surgery was successfully completed. It was reported there was stent damage to the stent tip that was observed during the procedure. There was resistance encountered. It was also reported the catheter was crushed in the distal section. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). The catheter was flushed as indicated in the IFU. No patient symptoms or further complications were reported as a result of this event additional information was received that it was unknown where in the catheter there was resistance.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.